Event description:
Same case as MDR ID#: 2134265-2012-04322. It was reported that post a stenting treatment procedure, patient death occurred. The physician engaged the left main coronary artery using an unknown manufacturer's 6f guide catheter, then crossed the first target lesion located in the left anterior descending (lad) artery with a non-bsc guide wire. The target lesion in the lad was treated with direct stent placement using a 3.5x20 mm taxus liberte stent at 18 atm for 20 seconds, resulting in no residual stenosis. The second target lesion located in the right coronary artery was treated with placement of a 3.5x24 mm taxus liberte stent at 18 atm for 20 seconds, resulting in 5 to 10% residual stenosis. Approximately 18 hours after the stenting procedure, the patient passed due to a suspected cardiac rupture and ventricular tachycardia. Resuscitative efforts were made according to basic life support and advanced cardiac life support standards. An ECG taken during resuscitation showed no evidence of conductive deficit or st elevation. An autopsy was not performed.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).